Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that a fluid leak occurred. The target lesion was located in the coronary heart. A rotablator plus was selected for use. During preparation, outside the patient, it was noted that the burr was leaking liquid after it was connected to the liquid. The rotational atherectomy could not be performed. The procedure was completed with another of the same device. There were no patient complications, and the patient condition was stable following the procedure.